Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had increased intraocular pressure at 33 mmhg , beta-blocker eyedrop medicine was started twice a day. One week follow-up the intraocular pressure was confirmed to be within the normal range, and the eyedrops were discontinued.

Manufacturer narrative:
Additional information provided.